Event description:
It was observed that during the device evaluation, the camera head exhibited a watertight failure due to cracks and the charged coupled device had flooding. There was no patient involvement..

Manufacturer narrative:
Based on the results of the investigation, it is assumed that the focus switch malfunction occurred because the charged coupled was flooded by water from the cracked part of the focus switch. A probable root cause cannot be identified. A device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.